Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The reported patient effects of claudication is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: a couple days after the patient scheduled a follow-up due to recurrent leg pain, the patient called to cancel the follow-up appointment because he felt fine.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. A 5.5 x 120 mm supera self-expanding stent system was advanced to the lesion without issue, however, during the last part of the deployment of the stent, it would not deploy. The deployment lock was unlocked and the thumbslide was advanced to the distal position. The catheter was rotated and the thumbslide was moved back and forth but it still would not deploy. The catheter was pulled backwards and the stent deployed. It elongated, but less than 10%. The catheter was removed without any resistance. The patient returned to the hospital on (B)(6) 2017 with leg pain. No additional information was provided.